Event description:
Event description guidant received information that the patient with this pacemaker was admitted to the hospital with a variety of illnesses including dizziness. The patient had intrinsic rates that appeared to be in the 30's. The patient was all intrinsic at the time of the call. The local representative tested the device and found the thresholds, impedances, and sensing were all stable and normal. Technical services discussed oversensing and indicated the device is on an advisory.